Event description:
Acct. Reports that they have had two incidents of tubing leaks. States it appears that the tubing is "cracked and/or cut" above the second y-site. Acct. States that the set did not leak during prime but did leak while administering taxol resulting in a chemotherapy spill. No pt. Injury reported.